Manufacturer narrative:
(B)(4).

Event description:
There were coupling/communication issues. The pt was getting no coupling bars when attempting to charge the battery for the first time. It was noted that the pocket was slightly swollen. Per the physician, it had been difficult to make the ins pocket. The pt's subcutaneous and fatty tissue was "tough". The ins was not placed deeper than 1cm and it was easily felt under the skin, all edges could be felt without difficulty. The pt underwent surgery to replace the ins with a prime cell device. The pt outcome was pending. The ins was to be returned to the MFR for analysis.